Event description:
The customer reported that upon powering up. The unit would not go past the philips logo screen.

Manufacturer narrative:
The customer reported that upon powering up, the unit would not go past the philips logo screen. The unit was evaluated at philips, and the failure was verified. Replacing the processor pca resolved the failure.